Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with exposed wires to their drivelines between the exit site and the modular cable due to tears in the outer casing. Rescue tape was applied. Multiple bends were also noted in the modular cable. The modular cable was exchanged.

Event description:
It was reported that patient arrived at clinic on (B)(6) 2024 with exposed wires to their drivelines between the exit site and the modular cable due to tears in the outer casing. Rescue tape was applied. Multiple bends were also noted in the modular cable. The modular cable was exchanged. The healthcare provider indicated that the event was life threatening, required hospitalization, and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Section b1 correction. Section b2 correction. Section b5 correction. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Manufacturer¿s investigation conclusion: the reported damage to the patient¿s pump cable could not be confirmed as the device remains in use and no photos were submitted for review. A specific cause for the reported damage could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev a, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.